Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). 27 may 2022: dorsal foot neuritis. Persistent nerve pain. Nerve tingling & numbness-dorsal foot 09 jan 2023: improving. Healing and progressing well. Treatment updated to include orthotics. 31 jan 2023: orthotics, ultrasound guided injection 24 may 2023: improving. Significant relief after ultrasound injection."